Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis determined the back up mode/ serious memory error was caused by the cumulative power on reset threshold being met. No root cause for the power on reset was confirmed. No hybrid anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and returned for analysis. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.